Event description:
It was reported that(1) device was used during a gastrectomy. It was reported by the rep that the tlh90 instrument was fired and it would not release. (Would not open after fired). The surgeon had to sew staple line after he was able to get the instrument off stomach. There was no consequence to the pt.